Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the mc (modular chemistry) sample probe and the flowcell to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low na (sodium) patient results were generated on the unicel dxc 600 pro synchron analyzer. There was no change in patient treatment in association with this event. Quality controls (qc) were within the laboratory's established ranges prior to this event.